Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare field service. The customer biomedical engineer replaced the flow sensors and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate in volume mode. There was no report of patient involvement.